Event description:
While dr was suturing, a fragment of metal was noticed on patient's skin. Fragment was inspected and determined to be from needle drivers. The gripping surface of the needle holder jaws was fractured. Supervisor was contacted immediately and came to or. The fragment and needle driver were inspected. It was determined that the fracture was a "clean break," and there were no missing pieces. The surgical team discussed and agreed that there was no retained metal at surgical site, and no x-ray was needed, per dr.